Event description:
It was reported by the rep that the (2) mcm20 were used on a plastic surgery procedure. It was reported that the clip appliers would not fire correctly. There was no consequence to the pt. No other info was available.